Event description:
The customer reported that while the iabp was in use on a patient during a transport on battery power, the iabp shutdown. The customer turned iabp back "on" without any further problems. Therapy was continued on the same iabp. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: detailed description of the problem (fault observed and remedies attempted): customer noted the pump - shut down on a patient after running on battery power for approximately 1.5 hours (during transport). The customer then turned the pump back on and it worked fine thereafter until they completed the transport which only lasted another 5 or 10 minutes. I could not duplicate the issue so I replaced the executive processor and power management boards as a precaution. Exec processor was replaced mostly because a watchdog error was noted in the fault log on the same day the pump shut down. Power management board replaced because it is possible that battery 1 may have run out of power and the device may have not switched to battery 2 (or vice versa) as it should. (B)(4).